Event description:
It was reported that the 8110 failed the pressure verification at 250 mmhg setting. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported issue was that the 8110 failed the pressure verification at the 250 mmhg setting, which was not identified during the customer call. The tech support reviewed with the customer the correct setup for testing the application. If the unit is still showing calibration required, then the pressure sensor and/or logic board must be repaired/replaced. Biomed will do the full calibration and verification followed by a pm. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.